Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient was revised due to a massive pseudotumor. He suffered from pain, swelling and general discomfort.

Manufacturer narrative:
Corrected data: device not returned. An event regarding pain and pseudotumor involving a ceramic head was reported. The event was not confirmed. Method and results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were deemed insufficient and rejected for medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies, -complaint history review: there has been no other event for the lot referenced. Conclusions: neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and information like revision operative report describing alleged pseudotumor and histopathology were not provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient was revised due to a massive pseudotumor. He suffered from pain, swelling and general discomfort.